Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. The initial reported event of sensing/capture/threshold was previously submitted via a remedial action exemption (rae) summary report. The manufacturer has voluntarily discontinued this rae, so supplemental information is being submitted via a 30 day report. Concomitant medical products: model: d334drg, implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with high rate non-sustained episodes, increased sensing integrity counter (sic) and oversensing noise. Reprogramming was completed and the lead was eventually capped and replaced. No patient complications have been reported as a result of this event.